Event description:
Patient presented to the ed on [date redacted] with abdominal pain, constipation, n/v [nausea/vomiting] x 1 week. CT findings revealed sigmoid colon stricture, and the patient was taken to the operating room on [date redacted] - two days after admission, for an exploratory laparotomy and sigmoid colon resection with primary anastomosis using a j&j ethicon eea stapler. The patient tolerated the procedure well and was transferred to recovery. The next day, a rapid response was called for hypotension. The patient was given ivf [intravenous fluids] and stat CT abdomen/pelvis revealed concerns for possible leak. Patient was returned to the operating room on [date redacted] - 6 days after admission, where an exploratory laparotomy revealed the failure of the staple line, purulent drainage, exudate and stool contents throughout the abdominal cavity for which lysis of adhesions, anastomosis resection, washout and drain/wound vac were placed. Patient was returned to the sicu [surgical intensive care unit] postop intubated, sedated, on double pressors, and started on zosyn for sepsis. The patient underwent follow-up surgeries on [date redacted] and [date redacted] - 7 and 8 days after admission respectively, which entailed re-exploration of the abdomen, lysis of adhesions, resection of nonviable bowel and creation of transverse end colostomy. Post-op recovery c/b ams [complicated by altered mental status] for which a stroke alert was called. CT brain and cta [computed tomography angiography] head and neck wnl [within normal limits]. On [date redacted] - 15 days after admission, the patient was found unresponsive to stimuli and was intubated for acute hypoxic respiratory failure and acute encephalopathy. Patient also bradycardic down to 30s requiring atropine and with ongoing feculent output from midline wound c/f enterocutaneous fistula. Patient continued to deteriorate, and an extensive goal of care discussion was held with the patient's children with code status updated to dnr cca/dni [do not resuscitate - comfort care arrest / do not intubate]. Patient was transitioned to comfort care and died on [date redacted] - 29 days after admission. Manufacturer response for ethicon eea stapler, ethicon (per site reporter). Reeducation initiative and or presence of vendor.